Manufacturer narrative:
Additional information: (B)(6). The powerflex pro 8mm x 4cm 80cm balloon catheter ruptured. The balloon was removed and was confirmed that its core wire was bent. Therefore the balloon was changed to another balloon (saber pta) and the guidewire was also changed to another non cordis guidewire and the procedure was completed successfully. There was no reported patient injury. A contralateral approach was made from the right femoral artery. A non-cordis guidewire crossed the lesion, and a powerflex pro was delivered to the lesion. The target lesion was the left iliac artery. The rate of stenosis was unknown. Additional information was received and the device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The following information was unknown: contrast media used; contrast to saline ratio; type and brand of inflation device used; indeflator used successfully with other devices; resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or the vessel; difficulty crossing the lesion; catheter in an acute bend; the maximum inflation pressure; balloon maintaining pressure during inflation; and procedural cd available for review. The product was not returned for analysis. A device history record (DHR) review of lot 17398065 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that the powerflex pro 8mm 4cm 80 balloon rupture. The balloon was removed and was confirmed that its core wire was bent. Therefore, the balloon was changed to another balloon (saber pta) and the guidewire was also changed to another non cordis guidewire and the procedure was completed successfully. There was no reported patient injury. A contralateral approach was made from the right femoral artery. A non-cordis guidewire crossed the lesion, and a powerflex pro was delivered to the lesion. The target lesion was the left iliac artery. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis. Additional information was received and the device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The following information was unknown: contrast media used; contrast to saline ratio; type and brand of inflation device used; indeflator used successfully with other devices; resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or the vessel; difficulty crossing the lesion; catheter in an acute bend; the maximum inflation pressure; balloon maintaining pressure during inflation; and procedural cd available for review.